Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was treated by paramedics as a result of low blood glucose. The reported blood glucose reading was 70 mg/dl. Troubleshooting was performed. The programming on the insulin pump was correct. The customer called back a week later and stated that he was again treated by the paramedics due to another occurence of low blood glucose. The reported blood glucose reading was 44 mg/dl. Troubleshooting was again performed. The programming on the insulin pump was correct. The customer stated that he had started taking a new medication prior to the episodes of low blood glucose. The insulin pump is not being replaced at this time.